Event description:
On the event date, the lay patient contacted lifescan (lfs), alleging that her on touch ultra meter powers off during use. The medical surveillance specialist (mss) spoke with the patient five days prior, to obtain additional information included below. The patient said the meter would count down and then turn off before giving a blood glucose results. She said the issue started three days prior. She replaced the meter battery and the issue continues. She said she kept taking her usual daily oral diabetes medications, metformin and glimepiride. She said she was not able to test her blood glucose at all during after the issue started and she became shaky in the same month. She said she recognized her symptom as low blood glucose and took more food to eat. The patient's products were replaced. This complaint is reported, because the patient alleges the lfs meter turned off during use, she was unable to test her blood glucose, and she became shaky, a symptom that can be associated with hypoglycemia. She claims she treated herself with supplemental food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.